Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that the facility is unable to identify which unit in use at the facility was utilized during the patient's surgery. The customer reported that all units have been removed from service and cultures have been collected. The test results were not available at that time. Additional information about the patient was also provided. The patient underwent an aortic valve replacement and a mitral and tricuspid valve annuloplasty on (B)(6) 2015 and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient presented with fatigue and intermittent fevers. The patient was diagnosed with endocarditis and non-tuberculous mycobacterium was identified in the patient on (B)(6) 2016. The facility reported that the patient was still undergoing care at that time. The investigation is on-going. If any additional information pertinent to the reported event is received , it will be provided in a supplemental report.

Manufacturer narrative:
Patient information was not provided. The date of event was not provided. This information will be submitted in a supplemental report if and when made available. The model and serial number were not documented in the report, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer was contacted regarding this event to get additional information about the patient and any involved device(s). However, the risk manager contacted was unaware of the event and no additional information could be provided. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
During a literature conducted on december 19, 2016, an article from philadelphia inquirer (http://www.philly.com/philly/blogs/healthcare/two-more-infections-tied-to-heart-surgery-device-tri-state-total-at-24.html) was identified which mentions a heart-surgery patient in the philadelphia area has tested positive for a worrisome, slow-growing bacteria that has been linked to a device called a heater-cooler. The article alleged that a sorin heater-cooler system 3t was used during the procedure.